Event description:
A surgeon reported that during a vitreoretinal procedure, he proceeded to remove a cutter from a trocar valve and noticed that it leaked. To resolve the issue, the surgeon "continued to the next step which was extrusion". The procedure was completed without harm to the pt.

Manufacturer narrative:
A product sample has been received and an investigation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).